Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb as video image failure. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m with drive pcb. In addition, we confirmed that the control body fluid damage, the lg cable connector fluid damage, the objective lens unit cracked, the lcb distal cover glass cracked, the lg cable connector corroded, the air/water socket leak, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).